Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 95% stenosed distal left anterior descending artery. Pre-dilatation was performed with an unknown balloon catheter and a 2.75 x 33 xience prime was implanted in the lesion. Intravascular ultrasound showed the stent was mal-apposed. A 2.75 x 12 mm nc trek was going to be used for post-dilatation when some resistance was met with the calcified lesion and the proximal shaft separated outside the anatomy. The device was easily removed from the anatomy. A 2.75 x 8 mm nc trek balloon catheter was successfully used to appose the remaining portion of the stent to the vessel wall. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: bmw elite. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified. The nc trek referenced is being filed under a separate manufacturing report number.